Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced burning sensations at the ipg site and lead incision site regardless if stimulation is on or off ( reference MFR report: 1627487-2015-26081). Follow up information identified lead diagnostics revealed no anomalies. X-rays were taken and showed no anomalies with the lead or ipg. Reprogramming was unable to provide effective stimulation of the right lower extremity. Additional follow up information identified the patient underwent surgical intervention to remove and replace the ipg which resolved the issue. This report was originally submitted on 04/07/2015 under MFR report # 1627487-2015-3006705815. The filing is hereby resubmitted to reflect the appropriate MFR report number.